Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and reflux leading to the discovery of an erosion through the esophageal lumen of three linx device beads. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014. The patient began experiencing dysphagia and reflux. Endoscopy on (B)(6) 2018 showed three anterior beads eroded through the esophageal lumen. The linx device was intact. The entire linx device was explanted laparoscopically on (B)(6) 2018. A fundoplication was performed at the time of explant.